Manufacturer narrative:
Device evaluation: upon disassembly of the returned device, a large thrombus formation was found surrounding the outlet bearing ball and partially occluding the blood flow path between all three stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, the areas of denaturation on the thrombus as well as the contact marks noted on the outlet portion of the rotor indicate that the thrombus was present while the pump was supporting the patient. Its specific origin and a duration of time for which it was present in the device could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported increase in the patient¿s lactate dehydrogenase levels. The thrombus could have also caused increased drag on the spinning rotor, resulting in the elevated pump power values and momentary pump stoppage captured in the log file downloaded from the returned system controller. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that in (B)(6) 2016, the patient's lactate dehydrogenase level was elevated and a ramp study was abnormal. On (B)(6) 2016, an amplatzer occluder was placed due to suspected lvad thrombosis, and device support was discontinued with the device left in situ. The patient received a heart transplant on (B)(6) 2016, and the device was explanted.